Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the bag ripped when entering specimen.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Instrument was received with the bag detached and not received. There was plastic remnant on the ring and the ring was intact. Each black shrink tubing was intact. Each pull ring was not received. The plunger and metal ring advanced and retracted properly. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. Since the bags were not returned, the file will be closed as not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).